Event description:
Head section function of the bed is drifting.

Manufacturer narrative:
The hill-rom technician indicated the head section of the bed was drifting . The technician cleaned the head drive brake to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for head drive screw as part of preventative maintenance. As part of the procedure, this should be inspected for proper lubrication.